Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). Investigation complete and this medwatch is being submitted as a final report. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed. H3 other text : device not returned.

Manufacturer narrative:
(B)(4). The customer has indicated that the device will be returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that there was a failure of tourniquet during operation, bleeding". The patient received the following treatment as a result: observations, IV fluids, tourniquet changed, 2 units of blood requested. No additional patient consequences reported.